Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Reason for original complaint ¿ litigation papers allege: on or about (B)(6) 2006, patient was implanted with a depuy pinnacle device with an ultamet liner on her left side. After the surgery, large amounts of toxic cobalt-chromium metal ions and particles were released into patient's blood, tissue, and bone surrounding the implant. As a result, patient has been experiencing severe pain, discomfort, and inflammation in her thigh, knee, groin and hip-joint; the formation of metallosis and pseudotumors in and around the hip-joint; an inability to walk more than fifty yards; inability to climb stairs; inability to sit or stand for prolonged periods of times; inability to stoop or bend without excruciating pain; inability to sleep for more than two hours consecutively without awakening in pain; reduced range of motion; clicking sound and sensation emanating from the hip-joint; and other complications. Patient will likely need to undergo revision surgery to replace the implant. Update (B)(4) 2015 - disc 209 pfs and medical records received. Pfs identified patient dor, dob, height and weight. An unknown stem is being added to address previous allegations of elevated toxic metal ions. There is no new additional information that would affect the existing MDR decision.